Manufacturer narrative:
This issue is deemed a reportable event since the malfunction "external flow sensor failed" can lead to a delay in the therapy, cause serious injury or death since the ventilator cannot be used. Another ventilator must be made available. The root cause cannot be determined. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above.

Event description:
I was called about an mr1 alarming low o2, and check flow sensor alarms. Troubleshooting with customer today unable to duplicate either alarm, but he mentioned seeing the alarms the day before, the staff also complained of this alarm. Please advise.